Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient did not want to be in the hospital anymore and wanted to go ho home on hospice. The patient's wife called noting the left ventricular assist device (lvad) was alarming "low flow, call hospital". The flow was 2.1 liters per minute (lpm) with pulsatility index (pi) at 10.4. The patient was not able to take much in by mouth but was arousable to physical stimuli. The patient was then not breathing. Hospice was not present at time. The low flow alarms were silenced until the hospice nurse was there to turn the vad off. The vad had a flow of 0.8 lpm. The death was not considered to be device related and the device operated as expected. The pump would not be returned.